Event description:
Reporter indicated that lead test at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating a possible lead malfunction. It was reported that the patient has had limited benefit from the "vns"; however, the patient has recently experienced an increase in seizures. It was reported that the patient has not fallen or had any trauma to the chest area and that the patient can feel the stimulation. Lead test at office visit resulted in normal lead impedance reading (dc-dc code 1). Physician plans to see how the patient does at next scheduled appointment in approximately 10 weeks from the time of the initial report.